Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 154 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump alarmed unexpected restart error after a battery change due to a faulty component on the interface board. The pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No external ram crc error alarm or rewind anomaly was noted. No unexpected low battery alarm was noted. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, minor scratches and a cracked display window.